Manufacturer narrative:
A retained reagent kit of architect hiv ag/ab combo reagent lot 55023li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the affected lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The reagent detected the same bleeds as reactive for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the customer observation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect hiv ag/ab combo reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction or product deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer stated that an initial non-reactive architect (B)(6) result of 0.11 s/co was generated on a sample that was reactive on the roche instrument (11.0 s/co). The sample was from a bd gel tube. The customer re-centrifuged the gel tube and re-ran it. The architect result was reactive (1.99 s/co). The serum was then dispensed into 2 cups and repeated with reactive results of 2.03 and 1.95 s/co. The sample remained reactive on the roche instrument. Roche p24 testing was performed and was negative.viral load tesing was performed and was positive with (B)(4). Innolia testing was performed and was positive with 2 bands present: gp120; gp 41. There was no report of impact to patient mangement.